Event description:
An adult male patient was positioned in the 360 patient positioning system for an anterior cervical procedure. At some point after positioning the patient and while still holding his head the cam rod broke. The patient did not incur an injury; however, the surgery was delayed 30-45 minutes while another unit was obtained and setup.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.